Event description:
It was reported by a customer that on (B)(4) 2011, the fiber tip burned at 2,000 joules. Additional information reported by the customer was the event occurred while inside of the patient but no problems were noted. The user did not experience any injury from the system. No defects were noted with the aim beam. There were no observations leading up to the incident. There was an error message on the console stating that the fiber life had been expended. No patient injury was reported.